Manufacturer narrative:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided. In speaking with the olympus technical assistance center (tac), the customer was advised to make sure main lamp was good and the trigger was not stuck. The customer noted the lamp only had 100 hours on it. Tac then had the customer test the spare lamp by removing the main lamp. The spare lamp did not turn on so tac recommended the light source be sent for repair. The customer declined to send the device for repair at the time of this report. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported the front panel of the evis exera ii xenon light source was blinking. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and duplicate the event, a definitive root cause of the front panel blinking could not be identified. Olympus will continue to monitor field performance for this device.